Manufacturer narrative:
The complaint source confirmed that the prod had been contaminated and would not be returned for analysis, therefore no direct prod analysis was possible. The mfg records for top assembly batch 7895451 have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. The material used in the mfg of the balloon is heat set in the low profile configuration. The ability of the material to maintain the heat set is directly dependent on several factors such as temperature, stress duration (the length of time the catheter is inflated), and stress intensity (inflation pressure). It is possible that a combination of these factors was enough to exceed the heat set of the balloon material. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a renal artery stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the moderately tortuous, 6mm diameter left renal artery. The lesion had not been predilated. Following successful deployment of the express biliary sd 6.0x18x90 cm stent, during attempts to deflate the balloon, it would not rewrap properly and the radiologist had trouble removing the catheter. Every other part of the procedure went as expected. The stent was well positioned and fully expanded, and well apposed. He worked on deflating slightly inflating the balloon for about 10-20 mins before he was finally successful in completely deflating the balloon. There was no negative outcome to the pt. It was discussed that the dilution of contrast that was used in the balloon my have been too strong.